Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One 8fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, guidewire, and an unknown device. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were returned separated and were found to have been damaged. The sheath was found to have been kinked at the blood inlet hole and had been damaged at the distal tip. The locator was found to have been torn at the blood inlet hole. An unknown device was also returned assembled with the guidewire. The complaint was able to be confirmed for a damaged hemostasis sheath and arteriotomy locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device due to patient anatomy and direct use against the instruction for use (IFU). The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code / lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the percutaneous coronary intervention (pci), the procedure sheath was withdrawn, leaving the guidewire in the artery, and the assembly was attempted to be inserted into the artery. However, the skin was too hard, and the insertion sheath was caught in the skin and could not be inserted. As the tip of the insertion sheath became bellows shape, the insertion sheath was removed and only the locator was attempted to be inserted into the artery, but could not be inserted, and a kink occurred in the locator during the insertion. The device was not used, and the procedure sheath was reinserted into the artery. When the procedure sheath was removed after one day stay in the cardiac care unit (ccu), 30 minutes of manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a (percutaneous coronary intervention) pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.